Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the error test. No alarms noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, motor, and self tests. No motor error alarms noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a no delivery alarm and a motor error alarm. Customer stated that the motor error alarm occurred during bolus. Customer did not recall any specific events leading up to the error alarm. Review of the insulin pump's alarm history also showed that two additional error alarms had recently been returned. Blood glucose level was 331 mg/dl at the time of the call. No further information was provided.